Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended due to possible premature battery depletion, but the device data was not available this it was not possible to analyze by technical services (ts). The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported.